Manufacturer narrative:
Veeva case: (B)(4).

Event description:
My eyes always burn, macular degeneration has been detected. [Macular degeneration] my eyes always burn, macular degeneration has been detected. [Burning in eyes] case description: on 2024-10-24 a spontaneous case was reported in turkey by a other health professional via (phone) call center representative. The report concerns a consumer. The consumer received corega 3 minute denture cleanser 4 in 1 (napc+potm+taed tablet) (batch/lot number: asked but unknown, expiry date: unknown) for indication product used for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting corega 3 minute denture cleanser 4 in 1, the consumer experienced a serious medically significant adverse event my eyes always burn, macular degeneration has been detected (preferred term: macular degeneration), the consumer experienced another non serious adverse event my eyes always burn, macular degeneration has been detected., (preferred term: eye irritation). The outcome of the events macular degeneration and eye irritation was unknown. No medical history was reported. No drug history was reported. The action taken were: for corega 3 minute denture cleanser 4 in 1 was unknown. Dechallenge was unknown and rechallenge was not applicable(no-n/a). Causality of the events macular degeneration and eye irritation with corega 3 minute denture cleanser 4 in 1 (napc+potm+taed tablet) was not reported/not assessable. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: hello. I'm calling from pi pharmacy pi. My name is pi. We received a complaint from a patient about this corega tablet. Patient reported as following: " since I've been using it, it's been doing something and I leave it in the bedroom. The smell bothers my eyes until morning. Will this cause macular degeneration in my eyes. Does it have the potential to harm me because I use it in the bedroom. My eyes always burn, macular degeneration has been detected." Good days.